Event description:
The procedure was urgent with an indication of acute myocardial infarction. Two target sites were treated without incident. The proximal to mid to distal segments of the circumflex was treated and distal to mid segments of the right coronary artery. However, approximately nine days later, the patient was noted to be in the intensive care unit and increase st segment elevation as observed. Additionally, the patient went into atrioventricular block (which is indicated as "other" under f10 patient code) and state of shock. The patient then went into cardiac arrest and cardiopulmonary resuscitation was initiated; however, the patient could not be resuscitated. The cascade of events did not allow time for a repeat coronary angiogram, but the physician believes the patient developed subacute thrombosis.